Manufacturer narrative:
Product analysis: analysis confirmed the broken connector. It was also found that the display wires were pinched, and the wires were exposed. Additionally, both case halves and the plugs were damaged. The hanger assembly, main seal, and two case screws were contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for service. There was no patient involvement.